Event description:
It was reported that cadd legacy pump - alarming at home.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a service due message. The investigation found that the device duplicated the reported issue, a service due message was found on the display. The real time clock battery was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the pump displayed "see manual."